Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a post implant follow-up in clinic. Upon interrogation, the patient's right atrial lead was noted to be dislodged. The lead was successfully revised on (B)(6) 2019. Shortly afterwards, the lead dislodged again and programming changes were made. On (B)(6) 2019, the patient presented in clinic with discomfort due to phrenic nerve stimulation. Fluoroscopy imaging was performed and lead dislodgement was observed. The lead was explanted and the patient's condition was noted to be stable.